Event description:
The customer reported the single use grasping forceps were used during a stent removal procedure. The customer reported the unit package was not opening easily. When the package was opened, small paper fibers and plastic shreds from the packaging had come off which contaminated the instruments. No adverse effects to patient were reported.

Manufacturer narrative:
No devices have been returned for evaluation at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h3 because the device was not returned. The subject device was manufactured in july 2023, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the package presented no abnormalities prior to shipping. The sterile packages that are additionally heat-sealed have a higher seal strength than those that are not additionally heat-sealed and may be more difficult to open. Therefore, this may have caused the reported event. Olympus will continue to monitor field performance for this device.